Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented due to symptoms of a decreased blood pressure and pacemaker syndrome. During the device interrogation it was noted that the right atrial (ra) lead impedance measurement had an acute rise to greater than 3000 ohms and there was loss of capture, pacing inhibition and no sensing. A fracture was suspected, but not confirmed. The physician reprogrammed the implantable cardioverter defibrillator (ICD) to pace and sense in the right ventricle only and will continue to monitor the patient. No additional adverse patient effects were reported.